Event description:
It was reported that the display device is not alerting at the proper threshold. It was reported that the display device is not alerting at the proper threshold. Product was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, that the display device is not alerting at the proper threshold. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).